Manufacturer narrative:
The remote support engineer (rse) spoke to the customer and confirmed the defective speaker need to be replaced. A replacement speaker assembly / part was sent to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported the suresigns vs4 nbp, spo2 has a speaker malfunction. It is unclear if sound was still present. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.